Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation. The investigation is unconfirmed for material rupture. However the complaint investigation is confirmed for a leak at the proximal balloon glue joint. The balloon was able to fully expand and hold pressure upon reaching inflating. However, the device could not maintain pressure, as water began leaking from the proximal balloon joint. The root cause could not be determined based upon available information. It is unknown whether procedural factors contributed to the event. The atlas pta balloon instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the initial attempt to inflate a pta balloon in the central vein, the balloon ruptured (atm unknown) and the balloon did not inflate at all. The device was retracted without incident. Another balloon was used to perform the procedure. There was no reported patient injury.